Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and carto 3 system test of the returned device. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. The returned device was connected to the carto 3 system, and error 106 was displayed on the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to the sensor was found. Concluding that is an internal failure of the sensor. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In addition, the blood inside the pebax could be also related to the reported issue however, this cannot be conclusively determined. (B)(4). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that 30 minutes after starting use of the thermocool® smart touch® sf bi-directional navigation catheter, when ablation was going to be conducted the contact force (cf) display was become hi. The catheter and the cable were reconnected, zeroing was conducted several times but the issue did not improve. Changed to a new cable but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported hi contact force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 15-dec-2021, pal revealed that a visual inspection of the device found a reddish material inside the pebax and a hole on the pebax. This finding of a "hole" in the pebax is considered to be an MDR reportable malfunction since the integrity of the device is compromised.